Event description:
It was reported that the suture did not deploy from the instrument. Another instrument was used to complete the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: foreign: poland. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h3, h6. The reported event was unable to be confirmed. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.